Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device broke or part went missing. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. The investigation could not be completed; and no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a vectra screw head cleaner was found to be broken during sterile processing. The screw / pin that holds the cleaner together was missing. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: upon visual inspection it can be seen that the 2mm diameter parallel pin that holds the silicone handle and the shaft together is missing from the instrument resulting in the complaint condition. The pin was not returned with the device. Although an exact cause cannot be determined, the complaint condition, the pin is press fitted into the device and most likely become worn/loose over the 14+ lifespan of the device, including many sterilization cycles. The complaint condition is confirmed. The returned instrument can be utilized in vectra, vectra-t and vectra-one system. Per the technique guide, the vectra systems are intended for anterior plate and screw fixation of the cervical spine cs-c7. The screw head cleaning tool is used for clean out material like blocked tissue in the screw head. Removal of blocked tissues could occur during revision and reoperation surgery. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted on the current drawing revision. The design is adequate for its intended use when used as recommended and did not contribute to this complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review for part 324.071 lot 5252437: release to warehouse date: 08june2006. Manufactured at synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.